Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the spinal cord stimulation (scs) stopped working in 2022. The patient was currently experiencing significant pain and discomfort around the implant area and described it as a burning sensation. The patient asked whether medtronic could contact the hospital on her behalf to try to bring forward her appointment, which was currently scheduled for august. Advised patient to contact the hospital again, especially given the urgency of the situation.